Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure possibly on (B)(6) 2006 and the mesh was implanted. The patient is experiencing continuous pain and limited mobility since the mesh implant eleven years ago, and unable to have sex since then due to the constant pain. It was also reported that the mesh has eroded and still implanted. Additional information has been requested.